Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the stent graft would not deploy. There were no difficulties inserting the device. There was no force used in the attempt to deliver the device. There were no difficulties retracting the device into the outer sheath for removal from the patient. Another device was successfully used to complete the case. No clinical sequelae were reported and the patient fine. This device is not marketed in the united states however it is similar to a device that is marketed in the united states. The device was returned for evaluation. The slider was rotated but there was no corresponding movement of the graft cover. The deployment difficulties were related to manufacturing process during the over-mold process failed between the graft cover and the t-tube components causing the graft cover to break off.

Manufacturer narrative:
(B)(4).